Event description:
It was reported that during a percutaneous coronary intervention a balloon burst occurred. The details of the lesion are unknown. The 3.25x8mm quantum maverick monorail balloon catheter ruptured. To what atmospheres and how many inflations is unknown. The procedure was completed with another of the same device. The patient status is no problem with no complications reported.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the likelihood that the reported damage is attributable to procedural factors and/or interaction with patient anatomy or other devices and due to the lack of evidence indicating a device related root cause.